Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no: 320550 batch no: unknown pharmacy called in issue for consumer. Does not have product. Consumer has product and box with lot number. Consumer finding 3-4 pen needles from this box needle broke during injection. Pharmacist feels the needle is not in the site and consumer was able to remove it. Pharmacist stated this consumer injects one time a day and refill script within reasonable time. Feels consumer not using pen needles more than onetime. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: customer returned (70) sealed 32gx4mm bd pen needles from lot 9184145. Consumer reported that 3-4 pen needles broke while injecting. 30 out of the 70 returned pen needles were selected, and then tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 tested pen needles tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no: 320550 batch no: unknown. Pharmacy called in issue for consumer. Does not have product. Consumer has product and box with lot number. Consumer finding 3-4 pen needles from this box needle broke during injection. Pharmacist feels the needle is not in the site and consumer was able to remove it. Pharmacist stated this consumer injects one time a day and refill script within reasonable time. Feels consumer not using pen needles more than onetime. Date of event: unknown.